Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (53 mg/dl). Reportedly, the pump basal rate was set too high. Tandem technical support guided the customer through adjusting the pump basal rate. Customer address low bg levels with "gummies" and juice.